Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 25 mg/ml at a dose of "11 mg/ml" via an implantable pump for non-malignant pain. It was reported the patient had spinal surgery on (B)(6)2017, and the hcp had to cut and remove the spinal piece of the patient's catheter. The catheter was partially explanted, and the customer discarded the explanted portion. It was not replaced but would be replaced in the future. There were no diagnostics/troubleshooting performed. Actions/interventions included use of a patient-controlled analgesia (pca) pump in a hospital setting and alerting the managing hcp of the situation. Surgical intervention had not occurred or been scheduled, but surgical intervention was planned. The issue was not resolved. However, it was noted that the patient's status was alive - no injury. The patient's weight and medical history were unknown. There were no further complications reported.